Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. Pictures reported have not been submitted at the time of this report. Both have been requested. A device history record review could not be conducted since the lot number was not provided. It is necessary to receive the physical sample to perform a proper investigation. Customer complaint cannot be confirmed based on the information provided. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "on the wide-end capped piece, the plastic cap wasn't punctured all the way through, resulting in no oxygen reaching the pet during surgery. The doctor stated that for a few minutes, the pet was 'blue' but the pet ended up being fine and is home with its owner. The doctor did a visual check of all the other endo tubes they have, and the rest appear to be fine. She states that they blew into the tube and dislodged the cap so oxygen could flow, but the plastic piece is still there in the pictures to be seen."